Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported the cook bakri postpartum balloon with rapid instillation components had a pinhole leakage found during the process of filling the balloon in an unspecified procedure. The procedure was completed by using another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The balloon was placed transabdominally and sutured with a suture needle after placement. Estimated blood loss prior to device use was 400ml, estimated blood loss after device use was 50ml; total estimated blood loss was 450ml. The patient did not require any blood transfusions. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation. The balloon was function tested, and a pinhole leak was observed in the balloon material. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, the complaint was confirmed based on customer testimony and evaluation of the returned device. Cook has concluded a definitive cause of the event could not be determined from the available information. Appropriate measures have been initiated to address this failure mode. A CAPA is in progress to further investigate this failure mode with this device. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since theprevious medwatch report was sent.

Event description:
Additional information received 05aug2024: the balloon was placed transabdominally and sutured with a suture needle after placement. Estimated blood loss prior to device use was 400ml, estimated blood loss after device use was 50ml; total estimated blood loss was 450ml. The patient did not require any blood transfusions.

Manufacturer narrative:
B5: additional information received 05aug2024. D4: model # = gpn. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the cook bakri postpartum balloon with rapid instillation components had a pinhole leakage found during the process of filling the balloon in an unspecified procedure. The procedure was completed by using another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.